Event description:
A peritoneal dialysis pt called tech support with a drain line blocked alarm. During this call the pt had noted that during drain four she had drained out 3640 ml. The pt's fill volume is 1900 ml. A f/u call was made to the pt. The pt reported that there was no injury due to the high drain volume. The reported drain volume of 3640 ml was 192% over the expected drain volume making this a reportable device malfunction.

Manufacturer narrative:
A review was performed by the post market clinical dept of the treatment data provided. A large intra-peritoneal volume drain volume occurred in drain four with an undetermined cause. There was no adverse event associated with this reported large drain. A supplemental report will be submitted upon completion of the plant's investigation.